Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -11.50/2.0/113 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchangd for a same length lens that was implanted vertically due to excessive vault and significant reduction of irido-corneal angels. The exchange resolved the problem. Cause was reported as unknown. For status of the eye the reporter stated: "the conjunctiva of the right eye is light hyperemia, the corneal wound is well aligned, the healing is acceptable, the anterior chamber depth is acceptable, the lens is placed vertically, the arch height is ideal, and the anterior chamber angle width is 19.5 degrees". As per updated information the reporter stated " the bleeding was normal bleeding from the limbal incision during the operation. The patient has now healed well without bleeding, and the problem has been solved."

Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue on product, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).